Manufacturer narrative:
Correction made to d4 lot: asku (previously submitted as h24h22025). Correction to d4 expiration date: ni (previously submitted as 08/22/2029). Correction to h4 manufacture date: ni (previously submitted as 08/22/2024). Additional information was added to h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the patient line of the cassette. This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.